Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began on approx the early morning of (B) (6) 2010. On unspecified dates/times, the pt claimed she obtained alleged high blood glucose readings of "293, 314, 315, and 471 mg/dl" with the subject meter. In response to the alleged high blood glucose readings, the pt reported taking an increased does of insulin. The pt stated that she would take anywhere between 20-25 units of humalog insulin when she obtained a result in the "300 mg/dl" range. The pt claimed that the amount of insulin she was taking was too much and causing her to go "low." It is not known what "low" symptoms the pt developed as a result of treating self for a high blood glucose, nor is it known what medical treatment, if any, she received in response to the symptoms. At the time of troubleshooting, the cca noted that the pt did not have quality control solution to test the reported products. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a "low" glucose after the alleged meter issue began.